Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon interrogating the device, it was found to be in vvi backup operation. The device was not used and was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device entered in bvvi operation after a single reset while in shipped settings. The device was successfully restored from bvvi and tested on the bench. No anomalies were found. The cause of the bvvi could not be determined.